Event description:
It was reported that a farawave 31 mm prior to an atrial fibrillation (a fib) procedure the guidewire became stuck. After device was exercised prior to insertion, guide wire became stuck despite easy initial insertion. To solve the issue the device was replaced, and the procedure was completed without patient complications. Guidewire used was a merit inquire, no tissue seen on the tip of the catheter, case performed on non-interrupted anticoagulant, heparin was given pre transeptal, the wire was able to be removed, but very difficult. The device is expected to be returned.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.